Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and intermittent audio output on (B)(6) 2014. Patient was in bed and did not hear the alert. Patient's wife found patient unconscious and called the emt. Emt measured patient's blood glucose which measured to 24 mg/dl. Emt then administered IV medication to the patient until the patient's blood glucose was up and the patient was conscious again. At the time contact with dexcom technical support, no further medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.